Manufacturer narrative:
(B)(4). Investigation summary: one dispensed needle-suture in two section of product code geeh7712lg was returned for analysis. During the visual inspection of the needle-suture piece, the swage and attachment area were noted to be as expected, and the end suture was observed cut appears to be by use of a surgical instrument. Also, the suture piece was examined, and body fluids were observed on the strand and the end was matched with the needle suture piece. The manufacturing records couldn't be reviewed as the batch number is unknown. Per the sample condition, the assignable cause of breakage suture, suggests an improper handling of the sample.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the suture broke although no tension was applied to it. There were no adverse patient consequences.